Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing reaction to dialysis was being irritated under the lifevest equipment. Patient described the area as itchy all over to the point its bleeding from scratching. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.